Event description:
It was reported that this electrode exhibited oversensing of noise that resulted in delivery of inappropriate shock therapy. Technical services (ts) discussed potential causes and troubleshooting options. Surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured 3 centimeters (cm) from the terminal end in the area of the sense a electrode. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fracture resulted in the observed noise and oversensing.

Event description:
It was reported that this electrode exhibited oversensing of noise that resulted in delivery of inappropriate shock therapy. Technical services (ts) discussed potential causes and troubleshooting options. Surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.